Manufacturer narrative:
H.6. Code c19: a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. Code f28 was used to cover that the event is ongoing and the physician is monitoring the patient. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak and aneurysm enlargement . Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Please note that gore® excluder® aaa endoprosthesis contralateral leg components used on the right and left sides were reported separately.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm with a gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprostheses. The maximum diameter of aortic aneurysm/lesion was 61.1mm. The patient tolerated the procedure. From (B)(6) 2018 to (B)(6) 2020 the follow up computed tomography (CT) scans showed that the maximum abdominal aortic diameter increased from 61mm to 67mm. It was reported that on (B)(6) 2018, a type ii endoleak was discovered by CT exam. On (B)(6) 2020, the physician tried to fix a type ii endoleak, however the embolization procedure was unsuccessful. The event is ongoing. It is unknown if the type ii endoleak contributed to the aneurysm enlargement. The physician is monitoring the endoleak.

Manufacturer narrative:
H.6.code 20: : a review of the manufacturing record for the device is going to be conducted. The investigation is in process. Further information will be provided. The device remains implanted and is not available for investigation. Code f28 was used to cover that the event is ongoing and the physician is monitoring the patient. Please note that gore® excluder® aaa endoprosthesis contralateral leg component's used on the right and left sides were reported separately. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.